Event description:
It was reported that pt (B)(6) experienced a partial loss of therapy. Surgical intervention was undertaken to address this issue. Upon opening of the ipg pocket, fluid was observed and when removing the ipg, a set screw was noted a loose. There was reportedly no fluid intrusion for the pocket adapters. Effective stimulation was recaptured for the pt following replacement of the ipg and pocket adapters.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.